Event description:
This complaint is now reportable based upon analysis completed on (B)(6) 2009. It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulty occurred. The 80% stenosed lesion being treated was located in the moderately tortuous, mildly calcified distal right coronary artery (rca). The lesion was pre-dilated with a non-bsc device and was inflated 2 times to 16 atms for 10 seconds. The physician attempted to place the 2.50x20mm taxus liberte stent, but was unable to cross the lesion. The device was then successfully removed and once outside the patient, stent damage was noticed. The procedure was completed with another of the same device. No patient complications were reported. Patient condition is reported as "stable". However, the returned product analysis of the 2.50x20mm taxus liberte stent revealed proximal stent damage.

Manufacturer narrative:
An initial visual and microscopic examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first rows with struts raised. A visual examination revealed kinks along the entire length of the hypotube. The balloon tip and sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).